Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the same area has been infected off and on and they believe the infection is related to the device. On (B)(6) they turned stimulation down "a couple digits" from "2 point whatever," left stimulation at zero, and turned their ins off; the infected area felt better after turning the ins off. They went to the hospital again 2 months ago for another infection in the same area and then further clarified that they saw their healthcare provider (hcp) who admitted the patient to the hospital so they could get antibiotics for the infected area. They took antibiotics for ten days and the infected area cleared up. Patient now reported redness, swelling, and pain. They got sick and have been in bed for nine days due to an infection. The first sign of the infection was a red rash that started from the front of the patient's vagina and to the back rectum area. They said the area was ugly to look at and the patient was frightened from looking at the area. They said the area got so bad from them sitting in a car for a long period of time; they couldn't walk and the area was painful. They went back earlier than needed for their follow up with the hcp because the area was swelling and red. They said the infection is back on one side and not the other and has discussed the infection with their gynecologist and colonoscopy hcp. No device issue and no further patient complications have been reported as a result of this event.